Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received high sensor scan results of 500 mg/dl, 497 mg/dl compared an adc meter reading of 238 mg/dl, 221 mg/dl within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. Customer reported being unable to self-treat and received third-party treatment by a friend who provided sugar as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with use of the adc device. The customer received high sensor scan results of 500 mg/dl, 497 mg/dl compared an adc meter reading of 238 mg/dl, 221 mg/dl within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. Customer reported being unable to self-treat and received third-party treatment by a friend who provided sugar as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.